Event description:
Baxter 2l3511 anti-siphon pump set volume 1.8ml, length 2.6m lot no ur245324 separated at the junction where the long tubing is connected to the lower end of the reinforced section-pump chamber of the apparatus. This has happened at least twice. In a box of tubing.